Event description:
Per dealer the end user stated turned chair on and if inductive is not centered it shows neutral. Spoke with tech advised inductive broken. Dealer advised turned chair on and off about 25 times and now it is working.